Event description:
It was reported that the pump's alarm volume was too low. Reportedly, the customer reverted to an alternate method of insulin therapy. No reported impact to the customer's blood glucose level.